Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that while performing manual rinseback after discontinuation of a routine hemodialysis treatment, air was noted in the filter header and line. Rinseback was discontinued resulting in an estimated blood loss of 75cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. During manual rinseback, the cycler is turned off. The reported blood loss is attributed to the operator not completing rinseback due to air in the line. The observed air is most likely a result of air introduced by the operator while making cartridge connections for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.